Event description:
On (B)(6) 2013, the reporter contacted animas alleging a ¿problem with the pump.¿ reportedly, the patient¿s blood glucose levels ranged from 330 to 347 mg/dl with the symptom of lethargy, which does not meet the animas criteria for an adverse event. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed that the pump histories for the event had been overwritten due to continued use. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. During testing, the pump powered on properly with no alarms. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The complaint of an inaccurate delivery issue was not able to be duplicated during investigation; the pump information for the complaint date had been overwritten. Unrelated to the complaint, investigation revealed a cracked battery compartment and discolored display. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was missing from the pump and bolus testing could not be performed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.